Manufacturer narrative:
Device evaluation: the stand-alone x-relay was returned to the manufacturer for evaluation and the reported issue was confirmed. The board failed bench testing, one of the two fans did not turn on. All voltages were present, led's were all functional. The relay test failed as there was a short between pins 1 and 2. The returned fuse failed and measured open. The varistor also measured open.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-ray board, standalone board and fuses in the system were not operating as designed. To resolve the issue, the 4 components were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the generator status bar would not load completely on the imaging system. It was reported that the motion and viewing station of the imaging system connections were verified. Green blocks were reported to fill the generator status bar but completion could not be achieved. There was no patient present when this issue was identified. No additional information was provided.